Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted due to battery depletion. It was further noted that the device was programmed to high output settings. Preliminary longevity calculations indicate longevity of 38.9 months. The device was implanted for 32.6 months. Additionally, the atrial lead was capped due to an insulation break.